Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, the patient underwent procedure for placement of percutaneous endoscopic gastrostomy (peg) tube. The patient reported that there was drainage from the stoma since it had been inserted. The patient was prescribed antibiotic keflex for 10 days.